Event description:
Dealer called stating that the brakes on the (B)(4) rollator are allegedly too tight on both sides. Dealer also alleges that the screw for the right side folding mechanism came out. Handles are loose. No injury alleged. The malfunction has not been confirmed. RMA 860190933 has been issued and the product is to be returned to invacare for an inspection.